Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that ventilator gives motor fault,vent inop,low ve,high peep,o2 inlet high, apnea interval and humming sound coming in turbine assembly. No patient involvement.